Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. The investigation is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure the trus stepper, a subcomponent of the aquabeam trus articulating arm on the aquabeam robotic system, was accidentally broken by new hospital staff; therefore, the aquablation procedure was aborted as the patient was already under anesthesia. No adverse health consequences were reported to the patient due to this event.

Manufacturer narrative:
The aquabeam trus stepper was not returned investigation. Three (3) good faith efforts were made by procept to retrieve the stepper for investigation without success. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam trus arm/ lot number 20c00833 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: 4.2 warnings: procedure setup -ensure the handpiece articulating arm and the trus articulating arm are securely mounted to the surgical table bedrail to prevent unanticipated movement during the aquablation procedure. 7.7 aquabeam trus articulating arm the aquabeam trus articulating arm (figure 14), a re-usable component of the aquabeam robotic system, connects to standard bedrails and fixes the trus probe and stepper in position relative to the patient. The trus articulating arm has a release trigger that enables freedom of movement and locking of the arm. The trus articulating arm performs the following functions: · connects to the trus probe and stepper. · provides stability of the trus probe throughout the procedure the trus stepper (figure 15) is a subcomponent of the trus articulating arm. The function of the trus stepper is to allow the user to advance, retract, rotate, and maintain the position of the trus probe throughout the aquablation procedure. The root cause is likely user error as the event description states that the stepper was damaged and broken upon lowering the bed. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
For correction, refer to section b.2 outcomes attributed to adverse event, "death" was inadvertently selected. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.